Event description:
The user facility reported a 74-year-old female who needed impella support had the left leg become molted and a hematoma was observed. This required the medical team to place a percutaneous coronary intervention (pci) on the left main artery. The left femoral artery (lfa) impella was removed. The right femoral artery (rfa) access dilated and new impella placed.

Manufacturer narrative:
(H3) the investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The cause of the vascular damage was most likely use related and related to access being obtained too low based on the provided clinical information. A definitive cause for the ischemia could not be established. Should additional relevant information become available, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿